Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was inspected and found to have no broken or frayed grip cables. The instruments input disk was manually manipulated to verify that the grips opened and closed as expected. The grips opened and closed with no issues. The instrument was unable to be tested on the in-house system due to the fact that it was returned with a broke pitch cable. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems including misuse of the product and recognition issues. An additional observation not reported by the site was also identified: the small grasping retractor instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is a reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument would not grip properly. The procedure was completed with no reported injury.